Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/19/2023. The following additional information was requested: sebcrcqd is not a valid lot. Please confirm the lot number for this complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/15/2023 additional information: d4, d9, h3, h4, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: the correct lot number is sebcrcq0 according to the order history. The patient having left the establishment, I do not have all the answers to the questions asked. The needle portion was removed during the same procedure, not without difficulty, lengthening the operating time and requiring the use of an image intensifier and various pliers to find it. Fatty and subcutaneous tissues were affected. We do not know if the person suffered from healing difficulties as a result of this problem. H3 investigational summary: the product received for analysis was identified as product code jv988. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fractured surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: was there any change in the patient¿s post-operative care due to the prolonged procedure? Unk. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unk. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information yes, the aponeurosis reopened during the needle search and had to be closed. Was the needle piece removed from the patient during the same procedure? Yes. Was there any patient consequence or injury? Yes, there were hematoma in the needle search area. What is the patient¿s current health status and condition? Return home. Was any other tissue damaged as a result of searching the needle? Yes fatty and subcutaneous tissue. Could you please clarify if this is the correct lot number sebcrcqd? Or this should be sebcrc0? Please confirm sebcrcqd. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on 02/26/2023 and suture was used. During the closing of the umbilical trocar hole, the needle of the suture broke at its fourth passage. The needle was lost in the fatty tissue, but was found and removed after 15 minutes of research with different clamps and a localization performed by a radio. Additional information was requested.